Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii

Event description:
Patient reported right side "accumulation of bodily fluid around the implant, "capsular contraction" baker grade iii ,"swelling", pain", "unaware of the issues occurring leading to the recall", "focal calcifications" and "foreign body type giant cell reaction". The device has been explanted.